Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective level sensor indicating an empty tank when the tank was full of water and this led the user to overfill the device. Water entered pump circuit boards which got damaged leading to the reported smoke. Thus, the patient bridge and cardioplegia bridge as well as distributor and ac mains board were replaced. The problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was overfilled with water and smoke was coming from the inside of the device. The issue was identified while filling the machine during routine cleaning. There was no patient/user affected.